Event description:
Complaint alleges: it was reported that the "stapler is without function, clips are blocked." No patient injury reported.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.